Event description:
The customer reported that the companion 2 driver was functioning when turned on. However, when the companion 2 driver was connected to the patient, it exhibited a "single compressor malfunction alarm." The customer also reported that the patient was switched to the backup companion 2 driver without any reported adverse patient impact. The customer also reported the clinic staff turned the companion 2 driver on again. The driver did not exhibit the single compressor malfunction alarm. The clinic staff put the companion 2 driver back on the patient when the driver exhibited the single compressor malfunction alarm again. The patient was switched to the backup companion 2 driver again. There was no reported adverse patient impact. The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient file revealed four recorded single compressor malfunction alarms. This confirmed the customer-reported issue. Efforts to reproduce the "single compressor malfunction" alarm while operating the driver under the same conditions as the customer were successful. The root cause of the reported alarm was a malfunction of the left compressor. The left compressor was replaced, and the companion 2 driver passed all final performance testing. This failure mode poses a low risk to a patient because the issue was observed when the driver was not supporting a patient. In addition, it would not prevent the driver from performing its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The customer reported that the companion 2 driver was functioning when turned on. However, when the companion 2 driver was connected to the patient, it exhibited a "single compressor malfunction alarm". The customer also reported that the patient was switched to the backup companion 2 driver w/out any reported adverse patient impact. The customer also reported the clinic staff turned the companion 2 driver on again. The driver did not exhibit the single compressor malfunction alarm. The clinic staff put the companion 2 driver back on the patient when the driver exhibited the single compressor malfunction alarm again. The patient was switched to the backup companion 2 driver again. There was no reported adverse patient impact. The companion 2 driver will be returned to syncardia for evaluation. The results will be provided in a supplemental MDR.